Event description:
Revision surgery - the patient dislocated due to non compliance of precautions.

Manufacturer narrative:
The reason for this revision surgery was dislocation. The length of in vivo service was 21 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 3 prior complaints reported against this part number; summary of investigations: 1 dislocation, 1 instability and looseness, 1 infection. This is the first complaint against this lot number. This event is deemed as non-product related. This root cause of this event and revision surgery is the result of non-compliance of precautions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.